Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012; inratio: 3.3; lab: 5.6. Time between meter and lab testing was approximately 1 hr. Pt self tester's wife stated that it took longer than expected to apply the blood to the strip, and that it was hard to collect the sample in the microsafe tube. Pt's wife also stated that her husband had been bruising last week and would cut his skin very easy.

Manufacturer narrative:
Investigation pending.